Event description:
"S/p b subgl r gel, l bilumen (surgitek, but size unclear) for correction asym 'tubrilar' breast deformity. Pt believes l decreased in size, possibly r more droopy, no h/o trauma. Has local pain which was much worse when pregnant, l greater than r, and they were firmer. Pt also has systemic sx's, progressive x yrs mostly dating to early 1993. Broke l ribs in dec of 1992 then began to get ill. These sx's include arthralgias (l greater than r, + am stiffness)/myalgias, paresthesias/dysesthesias, l greater than r, spasms, swelling, fatigue, sleep disturb, swollen glands, fevers, sweats/chills, frequent infections, headaches, tmjd, visual probs, dizziness, memory loss, dry mucus membranes, hair loss, rashes, sens sun/cold (+ raynaud's)/chem, sob/cp, choking sen, wgt fluctuations, gi/gu/menstrual irregular and easy bruising. Pt is otherwise healthy."